Manufacturer narrative:
Updated reporter information.

Manufacturer narrative:
Become aware date updated to 01/08/2026 based on review of date of information in the case.

Event description:
It has been reported that the device is failing self-test.